Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, on the first firing across the ip ligament, the device failed to staple part of the staple line. The surgeon used another device to control the bleeding and opened another device to complete the procedure. There was no patient consequence.